Event description:
It was reported that after device implant, and successful dft testing, a stored vf episode on the programmer contained inappropriate markers on the episode. Review of the episode from the dft test, found that marker corruption occurred in that particular egm. All markers were displayed correctly in real-time during the induction test. There were no adverse consequences to the patient. The patient was discharged and will be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.